Event description:
A nurse has contacted our baxter clinical coordinator indicating that there was a problem using a av fistula after 1 hour of use on a patient . The av fistula set 15 g has slice at luer lock and the hemodialysis machine has stopped. There was no patient injuries observed.

Manufacturer narrative:
(B)(4). No sample was available for evaluation, and the supplier's batch review (included in the complaint file) found no manufacturing causes for the reported condition. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).